Manufacturer narrative:
The driver alarm history was reviewed and revealed the occurrence of a 39 fault code which is typically produced as a result of intermittent power communication errors during an onboard battery exchange or by power cycling of the driver. The customer-reported fault alarm was not able to be reproduced during investigation testing therefore a root cause could not be conclusively determined. The driver passed all sections of functional testing and performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. Ce 4441 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm. The customer also reported that the patient was switched to a backup freedom driver without any adverse patient impact.